Event description:
It was reported there was a loss of therapeutic effect. It was noted that since the patient had a total left knee replacement in (B)(6), she had not been able to get a handle of her sciatic pain which was also on her left side. It was logged the patient adjusted what she could based on her knowledge. It was reported the last time the patient was programmed was about 5 years prior to report. It was noted the patient saw her heath care provider the week prior to report and was directed to call a manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).